Event description:
It was reported that prior to implantation, no telemetry could be obtained between the implantable neurostimulator (ins) and clinician programmer or recharger unit. Specifically, the ins was unable to be recharged or interrogated. The messages "reposition/try again" and "non-communicate" were seen on the recharger. Messages of "no telemetry" and "unable to read" were noted on the clinician programmer. Interrogation was attempted in 2 different locations, even with a new clinician programmer in an attempt to resolve the issue with no success. No further diagnostics were performed. There was no patient contact with the ins and was not used in the procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Wrench accessory, lot# unk. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.